Event description:
Customer reported device = hi & 550 mg/dl. Lab= 174 mg/dl taken twenty minutes later. No treatment was given. Controls were in range. A request was made for return product and replacement product was sent.